Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, stinging and pricks.

Event description:
Patient reporting capsular contracture baker grade unknown, pain, stinging and pricks on the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2.

Event description:
Patient reporting capsular contracture (unknown baker grade), pain, stinging and pricks on the left side. Physician reporting pain, capsular contracture baker grade iii, diagnosed by palpation. Device was replaced with non-allergan device.

Event description:
Physician reporting pain, capsular contracture baker grade iii, diagnosed by palpation. Device was explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual evaluation:visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Sensation increase/decrease: unable to observe as it is a medical event that is not related to the device. Additional observation: red particles observed on the surface of the shell. Biological tissue observed. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Physician reporting pain, capsular contracture baker grade iii, diagnosed by palpation. Device was explanted and replaced with non-allergan device.